Event description:
It was reported that the tip of the needle broke off during a rotator cuff procedure. The needle broke on the fourth suture pass. The handle of the device was squeezed until the needle came through with no suture. Surgeon then examined the needle and noticed the tip was broken. Radiograph films confirmed the tip was in the pt, but could not be removed. The surgery was delayed over 1 hr. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and review of the device history revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the info available and without device eval.